Event description:
A customer reported to beckman coulter, inc. (Bec) that blood was leaking from the tubing beneath vacuum chamber (vc340) of the unicel dxh 800 coulter cellular analysis system. The volume of the leak was approximately 5 to 10 ml and was not contained within the instrument. The customer was wearing gloves, a lab coat, and goggles at the time of the event. There was no exposure to mucous membranes or open wounds, and no one sought medical attention. Msds was not reviewed, but the facility has an exposure control plan. No erroneous results were generated. The field service engineer (fse) found cut tubing under the vacuum chamber and replaced the tubing to resolve the issue.

Manufacturer narrative:
(B)(4).